Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the there is no response from any button. Customer reported that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.